Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been formally received; investigation is pending.

Event description:
The event involved a bag spike adapter w/spiros w/red cap, vented cap. The device was suspected to have air leaks that reportedly resulted in micro bubbles in the infusion line. The event occurred during infusion of an oncology drug. The device was changed out with no further problems. There was patient involvement, however no report of patient harm, no medical/surgical intervention required and no delay in critical therapy. This captures 4 of 4 occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The DHR for lot 5643106 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Updated information can be found in d9-device available for evaluation.